Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, when the right ventricular lead was connected to the device and the set screw was tightened there was a pacing failure. As the set screw was rotated backward with the torque wrench, the set screw was putting on the torque wrench and coming out from the grommet. An attempt was made to rotate it again, but it failed in connection. As the torque wrench was tightened, the physician commented that it had a possibility of rotation at a slant. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.